Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. Reportedly, the customer gave a correction bolus to address their BG level. The customer alleged that the pump did not deliver boluses. Tandem Technical Support reviewed the pump logs and determined that the pump functioned as intended and that boluses were delivered.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.